Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image function did not work properly, and the phenomenon indicated lamp does not turn on, and no light occurred. However, the root cause was not identified because the actual product has not been returned, therefore, the event was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light source lamp doesn't turn on; there is no light. The customer reported replacing the lamp and still could not get the light to come on. While the olympus technical assistance center was troubleshooting with the customer, and asked if there was an error, the customer stated that they did not have the light source connected to anything. Once the light source, processor and scope were connected by the customer, the lamp started working. There were no reports of patient harm.